Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. No carelink data found. Carelink investigation cannot be performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor updating/sg not available, calibration error/ calibration not accepted, sensor was not recognized. The customer reported hemorrhage/blood loss/bleeding which did not require treatment. The event involved product(s) mmt-5100jd1. Troubleshooting was performed. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. Product return for mmt-5100jd1 is not expected.

Manufacturer narrative:
Sensor carelink additional investigation was performed for change sensor alert, sensor updating alert, and calibration error. Sensor product performed as expected within the product expiration date. Analysis revealed that the sensor reached expected end of life. Per product labeling the sensor should be used within the 7 days. Therefore, the termination is not related to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.